Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was moderately tortuous and severely calcified artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.